Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The h4 field was corrected as the information was available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the water entered through the hole in the cable, causing the charged couple device (ccd) to malfunction. However, a definitive root cause cannot be established. The event can be prevented by following the instructions for use: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed, and the image was dark; due to a faulty charged coupled device (ccd) unit. Also, evaluation found the leak test failed; due to a puncture on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported, the hd autoclavable camera head had a dark image. The event was found during the preparation for use. The intended procedure was unknown. There were no reports of patient harm.